Event description:
It was reported the patient had pain at their implant site following an echocardiogram (ECG). It was stated, the echocardiograms had hurt the patient¿s implant area in the lower back. It was noted, the patient¿s back hurt after they had pain in the implant area in their lower back where the lead wire was. Reportedly, they put the gel all over the patient¿s abdomen and chest and the patient didn't believe that they stayed 6 inches away from their device as the guidelines indicate should be done. Following the ECG, the patient¿s device was fine and they were able to turn it back on with no issue. It was noted the patient felt the pain after they went home. The patient stated they just took a couple of bufferin and the pain went away in a day or so. It was stated, the patient would no longer have ecgs and could have ekgs and that would suffice. It was noted no medical intervention was required and the patient fully recovered.

Manufacturer narrative:
Product ID 3889-28, lot# v557203, implanted: 2010 (B)(6); product type lead product ID 3037, serial# (B)(4); product type programmer, patient. (B)(4).